Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2010, essure (fallopian tube occlusion insert) was inserted. The placement was painful, one side was more difficult. Complication of device insertion was mentioned. On an unspecified date, 24 months post essure insertion, the consumer experienced pain during coitus, itching skin 24 months post essure insertion, problem urinating, breasts pain , increase/decrease of weight, tiredness, insomnia, memory loss, problem concentrating, swollen abdomen, vaginal fungal infection, vitamin deficiency, vision problems, excessive sweating, tingling (hands, feet, legs and arms), stuck hips, hot flashes, stiff feet / stiff ankles, and acne. She had work-related problems and problems with daily tasks. She visited a doctor and received physical therapy. She has not recovered. Consumer considered essure removal. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain during coitus. She considered essure removal. This event is listed in the reference safety information for essure. After essure insertion abdominal and pelvic pain may occur, including pain during sexual intercourse. In the present case, limited information was provided. Consumer's concomitant conditions and medical history were not mentioned. She started having pain during coitus 2 years after essure insertion. Given the nature of the reported event and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since it cannot be excluded that device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Follow-up information received on 30-aug-2016 from consumer: on (B)(6) 2010, the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. She holds bayer liable for the damage caused. Company causality comment: this spontaneous non-medically confirmed case report initially received via regulatory authority is now considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain during coitus. She considered essure removal. This event is listed in the reference safety information for essure. After essure insertion abdominal and pelvic pain may occur, including pain during sexual intercourse. In the present case, limited information was provided. Consumer's concomitant conditions and medical history were not mentioned. She started having pain during coitus 2 years after essure insertion. Given the nature of the reported event and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information has been requested.

Manufacturer narrative:
Follow-up information received on 30-sep-2016: (B)(4). No response was received from consumer on request for consent and follow-up. Follow up information received on 30-sep-2016: quality-safety evaluation of product technical complaint (ptc). This adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: dyspareunia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report initially received via regulatory authority is now considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pain during coitus. She considered essure removal. This event is listed in the reference safety information for essure. After essure insertion abdominal and pelvic pain may occur, including pain during sexual intercourse. In the present case, limited information was provided. Consumer's concomitant conditions and medical history were not mentioned. She started having pain during coitus 2 years after essure insertion. Given the nature of the reported event and lack of alternative explanation, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information cannot be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 29-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pain during coitus') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "1 one side was more difficult". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("placement painful"). On an unknown date, the patient experienced dyspareunia (seriousness criteria disability and intervention required), complication of device insertion ("complication of device insertion"), pruritus ("itching skin 24 months post essure insertion"), dysuria ("problem urinating"), breast pain ("breasts pain"), fatigue ("tiredness"), insomnia ("insomnia"), amnesia ("memory loss"), disturbance in attention ("problem concentrating"), abdominal distension ("swollen abdomen"), vulvovaginal mycotic infection ("vaginal fungal infection"), hypovitaminosis ("vitamin deficiency"), visual impairment ("vision problems"), hyperhidrosis ("excessive sweating"), paraesthesia ("tingling (hands, feets, legs and arms)"), arthropathy ("stuck hips"), hot flush ("hot flashes"), musculoskeletal stiffness ("stiff feet / stiff ankles") and acne ("acne") and was found to have weight abnormal ("increase/decrease of weight"). The patient was treated with surgery (removal of essure and her uterus). Essure was removed. At the time of the report, the dyspareunia, procedural pain, complication of device insertion, pruritus, dysuria, breast pain, weight abnormal, fatigue, insomnia, amnesia, disturbance in attention, abdominal distension, vulvovaginal mycotic infection, visual impairment, paraesthesia, arthropathy, hot flush, musculoskeletal stiffness and acne had not resolved and the hypovitaminosis and hyperhidrosis outcome was unknown. The reporter considered abdominal distension, acne, amnesia, arthropathy, breast pain, complication of device insertion, disturbance in attention, dyspareunia, dysuria, fatigue, hot flush, hyperhidrosis, hypovitaminosis, insomnia, musculoskeletal stiffness, paraesthesia, procedural pain, pruritus, visual impairment, vulvovaginal mycotic infection and weight abnormal to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-jun-2021: new information received: patient´s details: address. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 12-jul-2021. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pain during coitus') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "1 one side was more difficult". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("placement painful"). On an unknown date, the patient experienced dyspareunia (seriousness criteria disability and intervention required), complication of device insertion ("complication of device insertion"), pruritus ("itching skin 24 months post essure insertion"), dysuria ("problem urinating"), breast pain ("breasts pain"), fatigue ("tiredness"), insomnia ("insomnia"), amnesia ("memory loss"), disturbance in attention ("problem concentrating"), abdominal distension ("swollen abdomen"), vulvovaginal mycotic infection ("vaginal fungal infection"), hypovitaminosis ("vitamin deficiency"), visual impairment ("vision problems"), hyperhidrosis ("excessive sweating"), paraesthesia ("tingling (hands, feets, legs and arms)"), arthropathy ("stuck hips"), hot flush ("hot flashes"), musculoskeletal stiffness ("stiff feet / stiff ankles") and acne ("acne") and was found to have weight abnormal ("increase/decrease of weight"). The patient was treated with surgery (removal of essure and her uterus). Essure was removed. At the time of the report, the dyspareunia, procedural pain, complication of device insertion, pruritus, dysuria, breast pain, weight abnormal, fatigue, insomnia, amnesia, disturbance in attention, abdominal distension, vulvovaginal mycotic infection, visual impairment, paraesthesia, arthropathy, hot flush, musculoskeletal stiffness and acne had not resolved and the hypovitaminosis and hyperhidrosis outcome was unknown. The reporter considered abdominal distension, acne, amnesia, arthropathy, breast pain, complication of device insertion, disturbance in attention, dyspareunia, dysuria, fatigue, hot flush, hyperhidrosis, hypovitaminosis, insomnia, musculoskeletal stiffness, paraesthesia, procedural pain, pruritus, visual impairment, vulvovaginal mycotic infection and weight abnormal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-jul-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pain during coitus [dyspareunia] I spent 10 days in the hospital with 3 inflammations in my spinal cord [noninfectious myelitis] placement painful [procedural pain] complication of device insertion [complication of device insertion] 1 one side was more difficult [device insertion difficult] itching skin 24 months post essure insertion [itchy skin] problem urinating [urination difficulty] breasts pain [breast pain] increase/decrease of weight [weight abnormal] tiredness [tiredness] insomnia [insomnia] memory loss [memory loss] problem concentrating [concentration impairment] swollen abdomen [swollen abdomen] vaginal fungal infection [vaginosis fungal nos] vitamin deficiency [vitamin deficiency] vision problems [visual disturbances] excessive sweating [excess sweating] tingling (hands, feets, legs and arms) [paraesthesia of limbs] stuck hips [hip arthropathy] hot flashes [hot flashes] stiff feet / stiff ankles [limbs stiffness] acne [acne] sleeplessness [sleeplessness] back pain [back pain] pelvic pain [pelvic pain female] nerve pain [nerve pain] forgetfullness [forgetfulness] headaches [headache] metal allergy [allergy to metals] autoimmune problem [autoimmune disorder] muscle pain [muscle pain] joint pain [joint pain]. I couldn¿t go to the toilet, I developed sore feet and restless legs [sore throat] restless leg syndrome [restless leg syndrome] the fallopian tubes appear swollen and unhealthy. [Fallopian tube enlargement]. Case narrative: the below report was received by health authority (reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 08-oct-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of dyspareunia ("pain during coitus") and noninfectious myelitis ("I spent 10 days in the hospital with 3 inflammations in my spinal cord") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("complication of device insertion") and device insertion difficult ("1 one side was more difficult"). There was no information on the patient's medical history or concurrent conditions. On (B)(4)2010, the patient had essure inserted. On (B)(4)2010, the day of essure insertion, she experienced procedural pain ("placement painful"). Essure was removed in 2016. On unknown date she experienced dyspareunia (seriousness criteria disability and intervention required), pruritus ("itching skin 24 months post essure insertion"), dysuria ("problem urinating"), breast pain ("breasts pain"), fatigue ("tiredness"), insomnia ("insomnia"), amnesia ("memory loss"), disturbance in attention ("problem concentrating"), abdominal distension ("swollen abdomen"), vulvovaginal mycotic infection ("vaginal fungal infection"), hypovitaminosis ("vitamin deficiency"), visual impairment ("vision problems"), hyperhidrosis ("excessive sweating"), paraesthesia ("tingling (hands, feets, legs and arms)"), arthropathy ("stuck hips"), hot flush ("hot flashes"), musculoskeletal stiffness ("stiff feet / stiff ankles"), acne ("acne"), sleeplessness ("sleeplessness"), back pain ("back pain"), pelvic pain ("pelvic pain"), neuralgia ("nerve pain"), memory impairment ("forgetfullness"), headache ("headaches"), allergy to metals ("metal allergy"), autoimmune disorder ("autoimmune problem"), myalgia ("muscle pain"), arthralgia ("joint pain"), oropharyngeal pain ("I couldn¿t go to the toilet, I developed sore feet and restless legs"), restless legs syndrome ("restless leg syndrome"), noninfectious myelitis (seriousness criterion hospitalisation) and fallopian tube enlargement ("the fallopian tubes appear swollen and unhealthy.") And was found to have weight abnormal ("increase/decrease of weight"). The patient was hospitalised for 10 days (dates unknown). The patient was treated with surgery (removal of essure and her uterus). At the time of the report, the dyspareunia, procedural pain, pruritus, dysuria, breast pain, weight abnormal, fatigue, insomnia, amnesia, disturbance in attention, abdominal distension, vulvovaginal mycotic infection, hypovitaminosis, hyperhidrosis, paraesthesia, arthropathy, hot flush, musculoskeletal stiffness, acne, sleeplessness, back pain, pelvic pain, neuralgia, memory impairment, headache, allergy to metals, autoimmune disorder, myalgia, arthralgia and fallopian tube enlargement were resolving and the visual impairment had not resolved. The outcomes for oropharyngeal pain and restless legs syndrome were unknown. The reporter considered abdominal distension, acne, allergy to metals, amnesia, arthralgia, arthropathy, autoimmune disorder, back pain, breast pain, disturbance in attention, dyspareunia, dysuria, fallopian tube enlargement, fatigue, headache, hot flush, hyperhidrosis, hypovitaminosis, insomnia, sleeplessness, memory impairment, musculoskeletal stiffness, myalgia, neuralgia, noninfectious myelitis, oropharyngeal pain, paraesthesia, pelvic pain, procedural pain, pruritus, restless legs syndrome, visual impairment, vulvovaginal mycotic infection and weight abnormal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: in 2012, she underwent sterilization with essure. Patient went from being a sporty and social woman with her own dog training school, to a severely ill person who could barely get off the sofa. "It was 4 years of going in and out of hospital. I went from one specialist to another and had pain, pain, pain." Even after a 10-day hospital stay, during which several doctors came to her bedside, she didn¿t receive a clear diagnosis, she says emotionally. I told him that I had undergone sterilization a few years ago. And that the complaints had started after that." In 2016, patient had the essure coils removed, after which her complaints quickly subsided. However, the complaints have never completely disappeared. Due to a metal allergy, she has developed autoimmune problems I still had to go through about a year and a half to two years of rehabilitation I ultimately went back to the general practitioner with the information from the naturopath in mind, and I was referred one last time to the rheumatologist, as a last resort. This was a different rheumatologist. I went there without any preconceptions and thought, "I¿ll just let her take the lead and won¿t say anything for now." At one point, she asked me, "do you have any nickel in your body?" I said, "yes, I have it in my fallopian tubes." Then I also told her the story of the naturopath. Then she said, "those coils need to come out immediately." They weren¿t designed to be removed ever again. At that time, there were 4 gynecologists in the netherlands who performed that procedure. I ended up with one of those four, and she operated on me, removing my fallopian tubes along with the essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2024: new events sleeplessness, back and pelvic pain, nerve pain, forgetfulness, and headaches were added. Essure removal date added. Event outcome updated to recovering resolving. Reporter causality comment updated. (B)(6)2024: new events sore feet, restless leg syndrome, joint pain, muscle pain were added. Reporter causality comment updated. (B)(6)2024: new reporter added. (B)(6)2024: new event fallopian tube swelling added. New reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.